Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital with driveline power fault. Log files were downloaded and the driveline power fault was confirmed. The log file also confirmed that there was an issue with one of the power wires. The modular cable and controller were exchanged. Related MFR# for the controller: (B)(4).

Manufacturer narrative:
Section d1, brand name: corrected; section d4: catalog number: corrected, expiration date - corrected; section d4: UDI number from initial not applicable to this model number; section h4: device manufacture date - corrected. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarms was confirmed. The modular cable (lot number: 190290) was returned for analysis, and a log file was downloaded for review that showed events spanning approximately 6 days (09jan2024 - 14jan2024, 19feb2024 per timestamp). Events occurring on 19feb2024 were recorded during testing at abbott. Driveline power fault alarms were active due to a power b broken fault on (B)(6) 2024 from 13:25:19 ¿ 17:05:59. The alarm did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected from controller on 14jan2024 at 17:05:59 for a system controller exchange. No other notable alarms were active in the log file. The modular cable was functionally tested with the returned system controller (serial number: (B)(6)) on a mock loop for extended operation during which the cable was manipulated by hand with no alarms becoming active. Resistance testing was performed on the underlying wires, and it was found that the red wire (power b) had fluctuating resistances, when manipulated by hand. The cable¿s outer jacket was stripped, and the red wire was observed to have been severed approximately 15 inches from the inline connector. Damage to this wire would cause the alarms observed in the log file. The root cause for the reported event was conclusively determined to be due to wire fatigue of the modular cable. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 190290) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap.". Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the modular cable and controller exchange resolved the power fault alarm. The reported damage to the power wire was unable to be confirmed.